Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The distal end of the catheter was fractured and detached just distal to the pull ring. The detached portion of the catheter was not returned for analysis, but the images submitted with the returned device show the detached distal shaft (electrodes 1-4) in one piece outside of the patient. A slight bend in the catheter was observed between electrode ring 2 and electrode ring 3. The returned catheter deflected in both directions when actuating the steering mechanism and returned to straight when undeflected. Additionally, the tension knob functioned as intended with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The tip detachment is consistent with the user pulling the catheter through the sheath in a curved position. However, the cause of the reported inability to straighten the catheter remains unknown.

Event description:
During a pulmonary vein isolation procedure, the ablation catheter broke within the sheath was removed with no adverse consequences to the patient. In the beginning of the procedure, the coronary sinus catheter was placed and the ablation catheter was positioned to the aorta from the retro-aortic access. It was noted that the catheter was not moving smoothly when it reached the aortic valve level. Multiple attempts were made to pass the aortic valve but were unsuccessful. The physician decided to make a transseptal puncture to access the left side and a catheter was inserted past the aortic valve. When ready to pull the catheter back, it was noted that the curve would not release despite multiple attempts. The physician withdrew the catheter while still curved until the proximal electrodes reached the femoral sheath level and the catheter became stuck at the tip of the sheath. The physician was unable to pull the catheter out from the patient. Several attempts were made to remove the catheter but the tip of the catheter broke and separated from the device, remaining inside the sheath. The physician removed the sheath, which included the catheter piece, with no injury to the patient. Fluoroscopy was used to confirm all pieces were accounted for. The case was cancelled.